Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 476mg/dl and 162mg/dl; 107mg/dl and 65mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.